Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a dual alarm failure and audio issue of no sounds in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/16/2017 with the following findings: the pump powered on with no audible alarm function. The vibratory alarm feature functioned properly. The pump was opened and misaligned contacts in the audible tones circuit was found. The contact position was adjusted and the pump alarm functioned normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.